Manufacturer narrative:
Covidien reference number (B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the compressor's power supply, power distribution printed circuit board assembly (pcba) and power controller pcba. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, 980 ventilator generated a compressor inoperative diagnostic message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.